Event description:
Customer reported that a pt presented with redness, inflammation and suture extrusion at an unspecified time following an unspecified surgical procedure. The reporting physician removed the sutures; the symptoms resolved and the incision healed. The reporting physician opined that the sutures are inhibiting wound healing.

Manufacturer narrative:
Date sent to the FDA: 09/17/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.